Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in the secondary procedure due to the patient experienced decreased visual acuity. The surgeon attempted to reposition the lens, but was unsuccessful. The lens was removed by cutting the lens in half. In follow-up, it was reported that there was no incision enlargement or vitrectomy performed. There was no capsule tear or patient injury reported. The patient was diagnosed with anisometropia. No further information was provided.